Manufacturer narrative:
Unit received with minor scratched lcd window and cracked case at the display window corner. Unit received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and crack seen on insulin pump screen. The customer's blood glucose value was unknown. Customer reported there was fluid under the lcd display. Customer stated there are cracks in the pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.